Event description:
It was reported that during an rvot vt ablation, a steam pop occurred with perforation. The patient was taken to the operating room for repair and is in stable condition. Additional information obtained: the patient underwent open chest bypass surgery to repair the damage (perforation). The patient fully recovered and the prognosis was satisfactory.

Manufacturer narrative:
The device was discarded by the customer, and was not returned for evaluation.